Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic sleeve gastrectomy, the patient had leakage at the fundus of the stomach. The patient had tissue damage and still at the ICU (intensive care unit) for about a week.